Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly inspected and analyzed. The helix difficulty allegation was confirmed, a helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid and tissue. The helix was extended. Dried body fluid and tissue were noted in the helix housing.

Event description:
It was reported that this brady lead was a case of an attempted implant due to helix issue. In addition, upon taking the lead measurements, the physician determined that the lead position was unacceptable and retracted the helix. This lead replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this brady lead was a case of an attempted implant due to helix issue. In addition, upon taking the lead measurements, the physician determined that the lead position was unacceptable and retracted the helix. This lead replaced. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was a case of an attempted implant due to helix issue. This lead replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.